Event description:
Siemens advia centaur xpt hepatitis b e antigen failed proficiency in (B)(6) 2019. We looked back and pulled the one (B)(6) we still had sample for and sent out to confirm the (B)(6) result. The result was (B)(6) at the other testing; laboratory, consistent with a (B)(6) on the centaur xpt system. FDA safety report ID # (B)(4). Sample tested on both platforms.